Manufacturer narrative:
The specific root cause could not be determined. The event was consistent with either preanalytical handling issues or exceeding the reagent pack's onboard stability. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). Calibration was last performed on 31-jul-2025. The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 2 patient samples on a cobas 6000 e601 module. On (B)(6) 2025, sample 1 had an initial hcg result of 402.4 miu/ml. The sample was also sent to another laboratory for testing and the hcg result was negative. On (B)(6) 2025, a sample aliquot was repeated on an e411 analyzer and the result was 0.100 miu/ml with flag. The negative result was deemed correct. On (B)(6) 2025, sample 2 had an initial hcg result of 7.86 miu/ml. The customer was prompted to repeat the patient sample as they had established internal protocols to repeat all samples with hcg results less than 15 miu/ml. The sample was repeated twice and the results were 20.90 miu/ml and 34.62 miu/ml. The sample was re-centrifuged and an aliquot of the sample was repeated two more times. The results were 41.39 miu/ml and 39.43 miu/ml. The result of 39.43 miu/ml was deemed correct.